Event description:
It was reported that a spectrum pump has a door that will not close. Any patient involvement, injury or medical intervention is unknown. It was found during the baxter evaluation of the device that the device had constant door not fully latched messages.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and evaluated. The unit was received inoperable due to door not fully latched messages caused by loose upper link screw. The condition was eliminated during evaluation by adjusting the screws with the door performing as expected. The screws were replaced.